Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. Patient was advised to remove previous transmitter from (B)(6) settings, insert a new sensor, and re-pair the transmitter, which was unsuccessful at establishing a connection. No additional patient or event information is available.